Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Technical support educated the customer to make sure to complete cartridge air removal step prior to filling the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer declined to load a new cartridge and continued using existing cartridge.